Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was kinked the following information was received by the initial reporter with the following verbatim. It was reported by customer that the stiffness of the IV tubing the average secured loop will bend causing a kink in the tubing obstructing the flow of the fluids. Once a kink has been made it has proven difficult to fully straighten the kink out which leaves the tubing with a diminished flow of IV fluids. They also had backflow, and one line completely come detached, one broke in half and spilled fluid all over the floor, and then one had a port crack and was leaking fluid from the port.

Manufacturer narrative:
Ten photos were submitted for (B)(4). Six of the photos provided were of kinked tubing. The customer complaint of tubing kinking was confirmed. The root cause for the kinking of the tubing in the photos provided could not be fully determined because physical samples for complaint (B)(4) were not received, however, based on the examination of the photos submitted, and similar reported issues, the kinking of the tubing occurs when the infusion set is coiled and taped down with a minimum amount of tubing. The most probable cause for the issue reported is due to a user created issue. A device history record review could not be performed because the lot number is unknown.